Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing. The hcp wanted to know why they were not seeing all the events on the right ventricular (rv) lead channel. Technical services (ts) reviewed the reports and noted that the device was seeing every other rv event due to trigger pacing after each sensed rv event, which caused the next intrinsic signal to be missed from the automatic gain control (agc) step down as the intrinsic r-waves were small. Ts also noted the activity seen on the left ventricular (lv) lead channel due to the left ventricular assist device (lvad). The device remains in use. No adverse patient effects were reported.